Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor and did not see glucose readings because the sensor had not been scanned and paired; after guidance to scan the sensor, the warmup period commenced and no further assistance was required. No adverse clinical symptoms reported. Outcomes included temporary loss of glucose data with restoration of expected warmup and subsequent monitoring after proper pairing. User support included customer interview and troubleshooting education regarding correct sensor pairing. Investigation of this case revealed user setup error leading to an unpaired cgm sensor, with device function normal once the correct pairing process was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing.